Event description:
Customer alleged discrepant blood glucose results of 515 mg/dl, 372 mg/dl, 245 mg/dl, 300 mg/dl, and 286 mg/dl when testing was performed back to back within 8-12 mins on the aviva system. Customer did not report having symptoms and did not report whether treated/acted based on results. A request was made for the return of the suspect device and replacement product was sent.